Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was dim and discolored which resulted in the customer experiencing difficulties reading the screen. Additionally, the pump touchscreen had missing/stuck pixels. Customer's blood glucose was 113 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.